Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" inratio 2.1, lab 3.5. Inratio 5.5, lab 4.3. Tests were performed within a few hours. The facility loans out meters for home users; both of these comparisons were performed on the same pt and when a different meter was used with the same strips, it correlated much better. Caller did not have other meter serial number available.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009. Inratio: 2.1; 5.5, lab: 3.5; 4.3, mean: 2.80; 4.90, confidence limits: 1.7-3.8; 2.8-7.2. *per event details, tech support rep reported tests were performed within a few hours, but did not specify time interval. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user. Date: 9-23-09: 1st inr = 2.1; 2nd inr = 5.5. Inratio meter: mean: 3.80, sd: 2.40, %cv: 63.27. Since 63.27% cv is more than 20%, the precision test failed the criteria for precision. Investigation requirements: donor 1: test date: the following month, donors 2: test date: same day. Returned meter, in-house meter. Type of test: precision: retained strip: strip lot: 216965, strip code: 3w945. * strip lot 216965 (3w945) has been utilized by the customer, as indicated on memory. Comparative system: sysmex 560 type of donors: therapeutic. Donor 1: return (inr): 3.1, in-house (inr): 3.1, mean: 3.1, sd: 0, %cv: 0.00, resolution: pass; donor 2: 2.2, 2.3, 2.25, 0.071, 3.14, pass. For each pair of replicates for each sample on strip lot 216965, mean and standard deviations were calculated. In-house test results have 0% and 3.14%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on returned and in-house meters. No further action is required. Summary: mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Cv% calculation revealed precision test is required for cv%=63.27%. In-house precision test results revealed product deficiency was not established. As of five days later, 2 discrepant results complaints were reported for lot# 213041 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as product deficiency was not established.